Event description:
On 2/12/2024, it was reported by a distributor via (B)(4) that an ar-2324bcctt biocomposite swivelock suture anchor eyelet broke. This was discovered during inspection, with no reported patient harm. Additional information received on 2/28/2024: this was discovered during a rotator cuff repair procedure (B)(6) 2024. The peek eyelet broke inside the patient's cavity and all pieces were retrieved from the patient. There was no case delay and no adverse effects on the patient reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.